Manufacturer narrative:
(B)(4). Complaint catheter was inspected and lab verified tip section of the complaint catheter was damaged. It was confirmed that the outer layer of the catheter was cut but the inner layer was intact and no internal parts were exposed and visualized. Examination of the damage tip section of the complaint catheter shows that external force was applied to the catheter resulting in the damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was confirmed.

Event description:
It was reported during an atrial flutter (afl) procedure with the soundstar catheter, the customer noticed damaged on the tip of the catheter and also experienced poor imaging on ultrasound system. The case was completed without any patient consequence. Bwi investigation lab received the catheter on 8/15/2015 and it was confirmed that the tip of the soundstar catheter is visibly damaged with the material folded back however the internal parts are not exposed. In addition, bwi received confirmation from the customer on 8/17/2015 that stated no wires were exposed on the catheter. However the outer blue coating was sheared, none of the material came off the unit, and therefore none remained inside the patient. There was no bend on the catheter and also, there was no difficulty removing the catheter. They used st jude agilis sheath 8.5 fr.